Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that device had water damage. Technician performed visual inspection and was able to confirm the reported issue. The cause assigned to the reported issue was liquid intrusion. Technician replaced dso sensor, pwa board to correct the issue. It was not documented if the device passed functional and delivery tests after service. Unable to view event history log due to unresponsive device. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was stated that the device had a water damage. The event occurred during testing. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.